Event description:
Procedure- CT in radiology. When CT almost complete, there was a loud noise and the bracco syringe exploded and broke in half at the point of high injection rate. Unknown harm to patient. Enough contrast injected to finish scan. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Will obtain.